Event description:
The customer reported to vyaire medical that the avea ventilator display was blank from power up. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Customer did the troubleshoot, replace the display to another unit and the display working correctly. Gas delivery engine was ordered and will be replace to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.